Manufacturer narrative:
Concomitant products: patient medications include zyloprim, norvasc, aspirin, lipitor and amaryl. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information. (B)(4).

Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Reportedly, the trunk-ipsilateral leg component was deployed on the right side and the contralateral leg component on the left side. On (B)(6) 2010, follow-up images identified a type I endoleak arising from the distal aspect of the right limb of the trunk-ipsilateral leg component within the right common iliac artery with evidence of aneurysm enlargement of an unknown amount. Reportedly, the cause of the endoleak is unknown. On (B)(6) 2010, an intervention was performed to treat the right distal type I endoleak. An iliac extender component was implanted for distal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.